Manufacturer narrative:
Product ID: 3889-28 lot# v086630, implanted: 2008 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced a loss of efficacy due to the reported event. It was noted that the impedances over 4,000 ohms were seen on all electrode pairs except 1/2. It was clarified that the lead fractured when removal was attempted, and a new lead was placed on the same side. It was unclear if the fragments were removed. It was noted that the patient did not require hospitalization due to the event.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it functionally okay and no significant anomalies. Analysis of the extension, serial #(B)(4), found no anomaly. Analysis of the lead, lot #v8037353, found all of the conductor wires broken 10.6 centimeters from the marker band.

Event description:
It was reported that the patient experienced impedance readings >4000 ohms on some of the bipolar pairs. It was noted that there are open circuits on the lead that will be addressed. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the system was explanted and replaced. The device was not working and there was lead fractured at removal. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.